Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.

Event description:
A distributor of infutronix reported a complaint on behalf of a patient, stating that during infusion, the pump was accidentally knocked to the floor. In the process, the tubing pulled/came out from the white connector at the distal end of the cassette facing toward the patient's catheter connection. Medication being infused was unknown. No patient injury. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.